Manufacturer narrative:
This MDR is being submitted as part of a retrospective review of optical signal issues in accordance with FDA recommendation. No product was returned. The lt log shows suction alarms and impella position unknown alarms around the time that the optical signal issue was reported. All the 5s parameters are within specification during the case. The cause of the optical signal issue was most likely patient condition related. A review of the device history record (DHR) for the suspect device and historical complaint data was conducted. This review revealed that the product met all manufacturing release criteria, and no product deficiencies were identified at the time product was manufactured and released to the customer. All pertinent information available to abiomed has been submitted at this time.

Event description:
The complainant reported that the measured left ventricle signal waveform was outside of the expected range. This indicates an optical signal issue. There was no noted harm to the patient as a result of the failure.